Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) with 90% stenosis, moderate calcification and moderate tortuosity. The 4.0x12mm nc trek balloon dilatation catheter (bdc) was inflated once at 12 atmospheres (atms) and negative was held for 5 seconds, however, the balloon only partially deflated so it could not be used again. The bdc was attempted to be removed partially inflated but the balloon became trapped in the guide catheter. The guide catheter together with the bdc was pulled out with excessive force. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force / incorrect removal the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. Additionally, the warning section states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the balloon being removed partially inflated contributed to the reported difficulty removing the device and so force was required to remove the device. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.